Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported a patient with central islands in both eyes post lasik. Additional information has been requested. There are multiple reports for this reported event. This report addresses the patient (B)(6) left eye, and additional manufacturer reports will be filed for the other patients.

Event description:
Additional information reported both eyes are calm. The cornea is transparent and the flap position is correct. The moisture is clear and the iris is not changed

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During technical site visit fse (field service engineer) performed system verification as per service installation record (sir). System meets specifications. Review of the logfile for the day of treatment shows no error messages or warnings. During the start-up in the morning the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. The logfile shows multiple successfully performed treatments. The treatment could be identified in logfile. The user performed an energy check before this patient. The energy was stable during the whole day. The corresponding treatment was performed successfully without interruption. No technical root cause could be identified. Cas (clinical application specialist ) review notes additional information for this eye: no hinge protection, in combination with moderate with the rule cylinder, is likely to cause ablation irregularities. With the provided material, a central island cannot be detected. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).